Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening socket; aseptic loosening stem. Gender: f patient ID: 2nd revision njr number: (B)(6). First revision asa: p1-fit and healthy.